Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on anterior side assessed, as unidentified (tear) opening (no shell thickness, due to opening is under plug strap). Observed, opening on radius side assessed, as surgical damage. And observed, broken on posterior side assessed, as surgical damage. And missing piece of shell assessed, as inconclusive. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. No further actions are required, as the device was implanted.

Event description:
Patient reported, left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. Device remains implanted. This relates to the left side.

Event description:
Device has been explanted and replaced.